Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 1 february 2017. The representative reported that they replaced the computer for the system. The navigation system then passed the system checkout and was found to be fully functional. The suspect computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while loading images onto the system, the surgeon profile was not appearing on the navigation system. Restarting the navigation system did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.